Event description:
It was reported that a wireless battery module experienced fluid intrusion in the critical care unit. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of fluid intrusion into the wireless battery module. Eval found corrosion on the wireless module flex and the radio printed circuit board as a result of fluid intrusion. The device was retired from service.